Event description:
It was reported that when inserting an intraocular lens (iol) into a patient¿s right eye (od), it went through the back of the arrora capsule, resulted in capsule tear. The lens was removed and replaced during the same procedure. Patient was reported to be happy with the outcome. There were no medical/surgical interventions required and no delay was reported. The patient's pre-operative visual acuity was od count fingers at 4ft. The patient's post-operative visual acuity was 20/40 +1 uncorrected. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: jan 31, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a specimen cup. No other product was received. Visual inspection under magnification revealed that the lens was returned cut in half. Based on the return condition of the lens no further evaluation could be performed. No defects similar to or could have contributed to the complaint issue were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.